Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. It was confirmed that the pump was able to be charged with a different charging supplies. A replacement usb cable and wall adapter were sent to the customer. The customer's blood glucose (bg) level was 282 (mg/dl) due to recently eating carbohydrates. A bolus via the pump was delivered to address bg level.